Manufacturer narrative:
Implant date- estimated as it is known that the 2 year follow up was on 05apr2021, therefore this was noted to be 01apr2019, which is approximately 2 years earlier. Event date- estimated as approximately 2 months after the estimated implant date to represent the thrombus found at the 45 day follow up.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. The patient presented to the 45 day follow up appointment, and it was noted that there was a thin thrombus on the face of the device. This thrombus resolved by the 6 month follow up appointment and the patient was taken off blood thinners. At the 2 year follow up, a very large thrombus was found on the face of the device that was biased towards the limbus. The patient was restarted on blood thinners.